Event description:
It was reported that during a routine follow up visit, the lead exhibited oversensing. The lead remains in use, and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow up visit, the lead exhibited oversensing. It was further reported that the patient received a shock that was suspected to be inappropriate, and the lead exhibited further oversensing as well as high impedances. A lead fracture was suspected. Lead replacement was recommended, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was variable. Additionally, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and a lead warning alert triggered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.